Event description:
Complainant alleged that during an incoming inspection of the device, the device reports an "error 44" message. The complainant indicated that there was no patient involvement in the reported malfunction.